Event description:
It was reported that the ventilator stopped ventilating during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly tested the ventilator and found no anomalies. No ventilator logs were provided. The root cause of the reported event has not been determined. H3 other text: 4117.